Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to FDA as the complaint was received via user report. No further investigations planned as the product is not expected for return. In the event that an unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of the investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported bleeding while wearing the adc freestyle libre sensor and that the sensor stopped working as there was blood around the sensor. Additionally, the customer reported "the system did not work the sensor stopped working I removed the sensor there was blood around the sensor I was worried about the bleeding as well as the risk of storing this unit. For the safety of my family and people living in my house I did dispose of the product I called customer service and spoke initially to (B)(6) and then to the manager (B)(6) they said that abbott had a policy that all bloodstained products needed to be stored and sent back to the company without a biological bag I'm concerned that sending a blood stained product runs a risk of transmitting viral. Diseases. No further information was reported. There is no report of any adverse event or medical intervention associated with the reported issue. There was no report of death or permanent injury associated with this event.